Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards canada affiliate, approximately 2 years 10 months post tavr procedure with a 23mm sapien 3 valve, the patient presented with progressively worsening dyspnea with presyncope episodes with exertion. On the last tte report, the ava was 0.9 cm2, and the mean gradient was 34 mmhg. On angiogram, the mean gradient was 48 mmhg. Per report, the site concluded that there appeared to be early structural valve degeneration of the thv. The reason for which they felt was unclear was that the valve appeared to be well-deployed, and there was no evidence of halt. The sapien 3 valve was explanted, and replaced with a surgical valve.

Manufacturer narrative:
A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the reported event for degeneration was unable to be confirmed due to unavailability of relevant imagery and/or medical report. A device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Structural valve deterioration (svd) is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Svd may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification is not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. However, due to limited information provided, a potential root cause was unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.